Manufacturer narrative:
A resipump and two cylinders were returned for eval. Examination and testing of the returned components revealed two sites of leakage. The first site of leakage is a complete separation of the serialized outlet's strain relief. Examination of the surfaces of the separation revealed uniform markings, that would be consistent with sharp instrument contact, across approx half of the cross sectional surface. Additionally surfaces that are smooth and a confined area that is rough, indicating a stress(s) induced separation, are noted. Opposite the rough section of the separation two crease marks are noted in the strain relief. One crease mark is noted at the strain relief/pump body junction and the other is noted in the mid section of the strain relief. The crease mark noted at the strain relief/pump body junction has a confined area of abrasion surrounding it. A crease mark is also noted in the strain relief of the non-serialized outlet at the strain relief/body junction. This crease mark is also surrounded by a confined area of abrasion. In addition each of the strain reliefs are noted to curve toward the crease marks noted, posteriorly, and away from the midline of the device indicating that they were in this position for an extended period of time. The second site of leakage is noted in cylinder #1's bladder near the base. Examination of the surfaces of this separation reveals markings indicating contact with a cautery instrument. Because these components were released according to mfg and quality control procedures, qa concluded that the observed instrument and/or cautery damage, to the strain relief and cylinder bladder, occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed damage would have resulted in an earlier detected fluid loss, qa concluded that the damage most likely occurred during or subsequent to explant. Based on qa's examination, and the limited info received, qa concluded that while in-vivo the outlets were bent, and abrading against themselves. Qa further concluded that this positioning, in combination with device usage over time, contributed to sufficient stress(s) to rend the strain relief at the noted site. Such a separation would allow the loss of fluid and render the device inoperable.

Event description:
Add'l info received indicates that the device was "non-functioning".